Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated that yesterday they were getting ready to do an implant and the batteries were low in the tablet. Caller stated they could not communicate with the device. Caller tried both tablets and both were low around 20%. Caller was able to communicate with another ins just fine with both tablets. Caller tried charging both tablets, confirmed new batteries in the communicator and tried to communicate again and was not able to communicate with the ins. The issue was not resolved through troubleshooting. The caller was directed to customer service. Agent indicated the ins would be returned to the manufacturer.